Manufacturer narrative:
Updated event country to mexico and reporting information.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated event country to mexico and reporting information.